Event description:
The occupational therapist reported the patients complained of pain during ultrasound treatment. No patient injuries were reported with this event.

Manufacturer narrative:
During the investigation interview, the clinician did not indicate the number of patients, treatment locations, or treatment settings.